Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 05/05/2017. The device has been returned and evaluated by product analysis on 04/18/2017 with the following findings. The complaint of a blank screen could not be confirmed or duplicated on investigation; the display was not blank during testing. Unrelated to the original complaint, investigation revealed that the display was dim and discolored.